Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set fell off during use within few minutes, which caused the patient blood glucose levels elevated to 298 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.